Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the reported clinical observations with the caller. The caller stated that the physician did not perform any further testin and it was determined that there had to have been electromagnetic interference ( emi) when the device performed its daily measurement to get the out of range shock impedance. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shocking impedance measurement greater than 125 ohms. No adverse patient effects were reported.